Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd iag bc pro global wing air embolism. The following information was provided by the initial reporter, translated from french to english: circumstances of sur-venue / description of facts, air embolism. An incident on (B)(6) 2024 in the ssr polyvalent department clinical consequences observed, transfer to hyperbaric chamber. After that, I can't prove the imputability of the system in itself, but I wanted to inform you. Also, could you meet our teams about the technique of handling catheters with wings? I will let you get back to me or my colleague (B)(6) in copy of this email.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382933 and lot number 4046223. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.